Manufacturer narrative:
The reported field event of high atrial pacing lead impedance was confirmed in the laboratory. Visual inspection noted parylene coating on the atrial contact spring. The parylene coating prevented proper contact between the lead and the device connector block, which resulted in the field event of high atrial pacing lead impedance.

Event description:
It was reported that during the implant procedure, high atrial lead impedance measurement was observed. Psa measurements showed normal impedance values. The device was not implanted was replaced. There were no reported adverse consequences to the patient.